Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip fractured during a procedure. The fractured tip was found outside of the patient. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The elevator #77r (part# 09-0313, lot# 072910g10) was visually evaluated. The elevator showed signs of use, with some minor discoloration and scratching; the tip was also fractured. The manufacturing history was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force being applied while elevating the molar. The instructions for use (IFU) for this instrument states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: ethnicity, date of this report, device availability, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer , device manufacturer date, method code , results code, conclusions code and additional narratives/data.